Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that patient faced infusion set inserter needle bent event on (B)(6) 2024 which led him to hospitalization. Patient was hospitalized for about 26 hours. Highest blood glucose levels were reported to be about 27 mmol/l during the event. Ketone levels were reported to be 3.7 mmol/l. Patient took bolus via pump on his own and was given intravenous insulin at the hospital and discharged on (B)(6) 2024. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the investigation associated with related event (B)(4) has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post marketing survellience (pms) product trends and malfunction according to the market quality review (mqr) procedure. The identified malfunction code, introducer needle is found bent upon removal from infusion site, is not associated with a design or manufacturing-related complaint issue. Therefore, a detailed investigation or inspection of reference samples is not required. Batch review: lot 6005736 was manufactured on 02-mar-2024, in line 4, with a total of (B)(4). The batch record was reviewed to verify if all the applicable procedures were followed, and no issues were found. Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. Conclusion summary of the related event: due to the following batch record review yielding no discrepancies and no non-conformance (nc) was generated during production. During manufacturing process, the steel introducer needle is inspected 100% for bent in several process steps, no samples were returned for inspection. However, during insertion may accidentally bent the introducer needle. No further action is required for this complaint, if used/unused samples are received, appropriate actions will be taken.

Event description:
To date no additional patient or event details have been received.